Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/03/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, with the seal and tension spring assembly outside the device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was observed to be intact, no visual defects were observed. The seal was observed in an unwrapped state. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) would not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) would not fire. A replacement device was used to complete the procedure. The hospital did not report any patient effects.